Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the 15mm seals broke during the placement/removal of the 5 mm cap on the seal. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The case was completed with another port. No pt injury reported.

Manufacturer narrative:
(B)(4).